Event description:
According to the reporter, during a procedure, at the time of stapling (closing the machine), it was shown that the device did not staple, but the tissue was cut. Two anastomosis mouths were left open, having to close the rectal stump and performing further descent of the colon to be able to make an anastomosis without tension, in addition to performing a protective ileostomy. The surgeon resected and re-stapled the anastomosis using a device from a different manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colorectal anastomosis with a history of hartman surgery for an obstructive tumor with subsequent radio-chemotherapy, at the time of stapling (closing the machine), it was shown that the device did not staple, but the tissue was cut. Two anastomosis mouths were left open, having to close the rectal stump and performing further descent of the colon to be able to make an anastomosis without tension, in addition to performing a protective ileostomy. The surgeon resected and re-stapled the anastomosis using a device from a different manufacturer.

Manufacturer narrative:
Additional information: b5 correction: h1, h6 (removed imf f11). New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.